Event description:
It was reported that a plate fracture was found post-operatively approximately five weeks after implantation. The initial surgery, which was a bi-maxillary osteotomy, was reported to have completed successfully. The fracture was discovered during a later follow-up procedure.

Manufacturer narrative:
The reported device was not returned for evaluation, nor were documents (e.g. X-rays) provided that could illustrate the event. Thus, the reported plate breakage could not be confirmed. In a follow-up correspondence, the sales rep met with the customer to identify the plates used during surgery. With the provided catalog numbers and location of the broken plate (left piriform rim), it has been determined that the catalog number of the reported plate was 55-06764. The sterilized version of the device (11-06764) has been excluded, since the hospital orders non-sterile implants. The bone healing process as stated in the related instructions for use is between 6-10 weeks post-op. However, the plate was found to be broken around five weeks after surgery. A revision surgery was scheduled on (B)(6) 2019. The explanted implants were sent to the sterilization facility with the intention of sending them to freiburg for investigation once sterilized. However, in the recent follow-up call with the sales rep, she mentioned that the implants are lost at the sterilization facility and could not be returned for evaluation. Some of the possible root causes according to the related risk management file are: - too much load on implant/bone; - improper insertion/positioning of implant; - wrong implant placement (e.g. Region with reduced bone quality, too much bone compression during screw insertion). Based on statistical evaluation there is no indication for an incorrectly working product or any systematic design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend. Should the device be returned or further information is available the investigation will be re-evaluated. *please note that product information was unknown at the time of the initial emdr, but that information has since been found and added to this supplemental report.

Manufacturer narrative:
The device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device is implanted in patient.

Event description:
It was reported that a plate fracture was found post-operatively approximately five weeks after implantation. The initial surgery, which was a bi-maxillary osteotomy, was reported to have completed successfully. The fracture was discovered during a later follow-up procedure.